Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that the device stopped working during a hysterectomy. There was no pt injury. The device was returned with the blade protruding from the jaws.